Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic coma.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient's father reported that the patient's brother was sleeping in the bedroom next to patient when he heard their diabetic dog making noise. Patient's brother investigated and found the patient in a diabetic coma, was unresponsive and foaming at the mouth. Patient's father reported that the patient was taken to the hospital. It is unknown how patient was transported to the hospital. At the time of contact, patient's father reported that the patient was in the intensive care unit (ICU) and was unresponsive. Patient's father stated that the patient's blood glucose (bg) was too low to register on the hospital's meter. Patient's father reported that the patient was using the continuous glucose monitor (cgm) at the time of event. Patient's father stated that he thought something might not be working with the cgm. Additional event or patient information is not available.